Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was advised to contact their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 110 mg/dl.